Event description:
Procedure type: laparoscopic gastric bypass. According to the reporter: as the surgeon attempted to pull the tubing through the gastrotomy the anvil came detached from the tubing. The anvil stayed in the esophagus. A thoracic surgeon was called in to remove the anvil and scope the patient. The thoracic surgeon was able to retrieve the anvil from the patient's esophagus. A scope was used to check the patient for injury. No injury was detected. Opened another orvil and completed the case. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).